Event description:
It was reported that approximately thirty four months post stenting procedure in the distal saphenous vein graft (svg) with one xience v 3.0 x 12 mm stent and in the proximal (svg) with one xience v 3.0 x 12 mm stent, the patient was hospitalized with chest pain. The chest pain was treated with nitro-bid ointment. The cardiac enzymes were normal, ECG revealed no myocardial infarction however, the functional ischemia study was positive. Diagnostic coronary angiography performed on (B)(6) 2011 revealed a total occlusion of the svg to right coronary artery. Angiographically, there was no evidence of thrombus and images revealed in-stent restenosis, and complete occlusion where the previous two stents were deployed as well as distally to the stented segment. Revascularization was attempted, however, after multiple failed attempts to cross the occluded area with an asahi prowater guide wire, hi-torque pilot 50 guide wire, hi-torque pilot 150 guide wire and a 1.5 mm x 6 mm trek dilatation balloon, the physician chose to medically manage the patient. The patient was discharged (B)(6) 2011. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 12. Other: clopidogrel, aspirin. The first 3.0 x 12 xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported angina, ischemia and stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the xience stents were implanted to treat lesions located in the distal and proximal saphenous vein graft, the IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. It is not likely that the reported IFU deviation(s) caused or contributed to the reported patient effect(s) that occurred after the index procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.